Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) - and ketones were at 4 mmol/l while wearing the pod between 4 and 24 hours. When the patient arrived at the hospital, the pod was removed and it appeared the adhesive was coming loose from the infusion site (hip/buttocks), causing the cannula to dislodge. The cannula also appeared to be bent. Symptoms reported include hyperglycemia, weakness and vomiting. The patient was treated with intravenous insulin and saline solution, potassium and testing for blood and urine. The pod was removed at the hospital and discarded. The patient was released the following day (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.